Event description:
Unable to deflate balloon when attempting to remove foley catheter, urologist consulted. Needle inserted transvaginally, balloon deflated and catheter removed. Small piece of catheter remained in bladder. Pt will require cystoscopy as an outpatient.